Event description:
It was reported that during a stone fragmentation for percutaneous nephrolithotomy (pcnl) procedure, the laser overheated. A burning smell was emitted and the fiber tip felt very hot. There were no patient complications reported. Boston scientific has been unable to obtain additional information regarding the procedure outcome despite good faith efforts.

Event description:
It was reported that during a stone fragmentation for percutaneous nephrolithotomy (pcnl) procedure, the laser overheated. A burning smell was emitted and the fiber tip felt very hot. There were no patient complications reported. Boston scientific has been unable to obtain additional information regarding the procedure outcome despite good faith efforts.